Event description:
A right primary hip (r3 cup/ polarstem) was implanted on (B)(6) 2015. Daa approach used. No complications intra operatively. 4 weeks ago, patient experienced pain in the operated hip. Hip revised. Stem was loose, removed and cpcs cemented in its place.